Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they device started shocking them and that every time they turned it up more to make it right, it will electrocute them and when they turned it down it will not work. No further complications were noted or anticipated.